Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b.5, d.9, h.3, h.6 device evaluation: visual analysis of the returned device identified: underweight, red particles in the surface of the shell, crease flat and opening. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact. -non-penetrating nicks.

Event description:
Patient reported rupture, diagnosed by MRI and ultrasound. Additionally, healthcare professional reported "anomaly at palpation." Left side. Device explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Event description:
Additionally, healthcare professional reported "anomaly at palpation." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.